Manufacturer narrative:
Lot number - requested but not provided. Expiration date - requested but unknown due to lot number being unknown. UDI - requested but unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the sheath was already kinked. A kink was confirmed in the tip of the insertion sheath when the angio-seal device poly-foil pouch was opened. The device was not used and another angio-seal device was used to achieve hemostasis. There was no reported blood loss. It was reported that the patient had to no health damage. Hemostasis was successfully achieved by the second device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.